Event description:
During an egd procedure for treatment, the tip of the injection gold probe fell off inside the patient. The doctor decided not to retrieve the tip, the procedure was considered successful and the patient's condition was reported as fine. Upon evaluation of the device by this manufacturer, it was found that the needle guide tube was also detached from the device. The needle guide tube and tip were not received for analysis. The device was found to meet all other drawing specifications. Company is unable to determine a failure mode for the device since no anomalies, other than the detached guide tube itself, were found with the device. User technique and/or patient anatomy may have contributed to this event. However, company is unable to determine the relationship between this device and the reported event.